Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost 20 pounds since implant and required a pocket revision. The patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket was relocated to the abdomen. The issue was resolved.